Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and the display was blank. The customer reported that there was a little bit of water in the screen as customer was swimming. Customer states display is blank currently. Display did not return after inserting new battery and pump restart. Patient's blood glucose at time of incident was 250mg/dl. Patient's current blood glucose was 125mg/dl. The customer treated it with syringe. The declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor, force sensor, and keypad assembly. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.